Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patients blood glucose level went from 400 mg/dl to 450 mg/dl and then down to 420 mg/dl, at that time the patient administered a correction and the levels dropped to 300 mg/dl and then 200 mg/dl. At the time of the event the patient did not observe the cannula. At the time of the call to technical services after the pod was removed and put into a box, the cannula was bent. The patient treated the hyperglycemia by administering a correction with a pen and by applying a new pod and administering a correction with the pod. The pod was worn between 4 and 24 hours on the hip/buttocks.